Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low and high blood glucose levels. His blood glucose levels were as high as 400 mg/dl and as low as 51 mg/dl. The customer's mother had trouble getting the dual wave to work. There were times when it looked like something was inside the cannula. The product was not returned. Nothing further to report.